Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. Additionally, the instrument was found to have a part of the pitch cable with the cable crimp missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tenaculum instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps stopped responding to the surgeon console. To check it, it was removed from the patient and examined by the instrument nurse. They found that a wire had broken off. The wire was found by chance in the patient. The fragment was retrieved during the same procedure. The procedure was completed.